Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he found air bubbles in the reservoir. Blood glucose in the morning was 138 mg/dl; at the time of the incident is unknown. Customer stated the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. The customer was advised not to use cold insulin and was educated on how to prime the air bubbles out.